Manufacturer narrative:
Philips service cleaned the ipc memory strip and restored the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geoipc did not boot due to a mechanical part failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.